Event description:
As reported, after an angioplasty, the vascular surgeon used a mynx control 6/7f vascular closure device (vcd) for closure. The surgeon pressed button 1 to release the plug; however, button 1 could not be depressed all the way. After inflating the mynx control's balloon, the surgeon pulled back until they saw the black line align with those laterally. The lines were still in phase. They tried again, pressing hard. Button 1 did not move, and the lines were still in phase. It was impossible to see the clock. The tension indicator did not display a ¿clock symbol¿ after button # 1 depression. Then they felt a release. They released the exerted tension. The black lines were still in phase. It was decided to gently pull back the system with the inflated balloon. Manual compression was performed for 15 minutes. Then, a safeguard was used as well as a compression bandage. There was no reported patient injury. Mynx control procedure and storage had been observed. No visible hematoma was present before the compress. A 6f avanti plus .035 catheter sheath introducer (csi) was used. The device storage temperature did not exceed 25 °c. The procedure used a retrograde approach. The deployer was in training with the mynx with the rep in the room. The device was purged of air during prep. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. Excessive tension was not applied to the device. The surgeon pushed the button when the black lines were good. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The surgeon planned an ambulatory day and decided to keep the patient for one night. 7 pictures were received for analysis. The first picture shows the packaging of a 6f/7f mynx control vascular closure device from lot f1933602. The second picture shows the packaging of a 6f avanti csi. The third picture shows a picture of the 6f avanti csi that appears to have been flushed. The fourth picture shows the packaging of a 6f/7f mynx control vascular closure device from lot f1933602.the fifth picture shows buttons one and two of a mynx control vascular closure device. Button one appears to not be depressed. It is hard to see from the photograph if button two was depressed. Picture six shows the end of a mynx control vascular closure device. The sealant sleeves appear to be displaced, the product is exposed to blood, and the balloon appears to be partially inflated. Picture seven shows a mynx control vascular closure device inside of an open tray. The syringe and desiccant are pictured with the device. The device is covered in blood. The sealant sleeves appear to be displaced, and the sealant appears slightly swollen and exposed to blood. Button one appears to have not been depressed. It is hard to see from the photograph if button two is depressed. The balloon appears to be partially inflated.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint conclusion: as reported, after an angioplasty, the vascular surgeon used a mynx control 6/7f vascular closure device (vcd) for closure. The surgeon pressed button 1 to release the plug; however, button 1 could not be depressed all the way. After inflating the mynx control's balloon, the surgeon pulled back until they saw the black line align with those laterally. The lines were still in phase. They tried again, pressing hard. Button 1 did not move, and the lines were still in phase. It was impossible to see the clock. The tension indicator did not display a ¿clock symbol¿ after button # 1 depression. Then they felt a release. They released the exerted tension. The black lines were still in phase. It was decided to gently pull back the system with the inflated balloon. Manual compression was performed for 15 minutes. Then, a safeguard was used as well as a compression bandage. There was no reported patient injury. Mynx control procedure and storage had been observed. No visible hematoma was present before the compress. A 6f avanti plus .035 catheter sheath introducer (csi) was used. The device storage temperature did not exceed 25 °c. The procedure used a retrograde approach. The deployer was in training with the mynx with the rep in the room. The device was purged of air during prep. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. Excessive tension was not applied to the device. The surgeon pushed the button when the black lines were good. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The surgeon planned an ambulatory day and decided to keep the patient for one night. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was depressed approximately 1/3 of its total travel with the frame laser mark aligned with the markers on the handle halves. Button 2 was not depressed with stopcock open. The syringe and procedure sheath were returned and not connected to the device. The sealant was exposed to blood, covering the balloon proximal tip. In addition, 7 pictures were received for analysis. The first picture shows a 6f/7f mynx control vascular closure device laying in an open clamshell tray with syringe. The device is exposed to blood. The sealant is exposed to blood and swollen leading to opening of sealant sleeve. The second picture shows the catheter shaft of a mynx control vascular closure device. The picture shows the sealant is exposed to blood and swollen leading to opening of sealant sleeve. The balloon seems to be partially inflated. The third picture shows the handle of a mynx control vascular closure device. The picture shows the button 1 was depressed approximately 1/3 of its total travel with the frame laser mark line was aligned with the markers on the handle halves, and the button 2 was not depressed. The fourth picture shows the label of a 6f/7f mynx control vascular closure device from lot f1933602 with the expiration date of 2021-12-31. The fifth picture shows a 6f avanti + csi that appears to have been flushed. The sixth picture shows the packaging of a 6f avanti + csi of lot 18048162. The seventh picture shows the label of a 6f/7f mynx control vascular closure device from lot f1933602 with the expiration date of 2021-12-31. Per dimensional analysis, the thickness/width of the laser marked frame right was verified and noted to be within specification. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and pressure was maintained with proper functioning of the inflation indicator. Button 1 was reset to the factory setting, and a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), and button 1 was able to be depressed fully to deploy the sealant with the clock symbol visible in the tension indicator window. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. A product history record (phr) review of lot f1933602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿button one frozen locked¿, ¿balloon pull through¿, and ¿mynx control tension indicator inadequate visibility¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. The device preformed as intended per the IFU. Procedural factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported events experienced by the customer are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.